Event description:
It was reported that a homechoice device experienced a high drain 101 alarm. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. This event occurred while the patient was connected, at the end of peritoneal dialysis therapy. The caregiver had the patient do a fill of 3000ml with a manual bag prior to therapy. The caregiver stated that she normally only fills the patient with 1500ml, but walked away and the entire bag went in. The caregiver did not manually drain the patient before starting therapy. The programmed fill volume was 2000ml and the ultrafiltration for cycle one was 3118ml. The technical service representative explained the importance of draining the patient first and advised the caregiver to follow up with the registered nurse pertaining to the initial drain alarm setting. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review and service history review were completed with no issues noted that were related to the reported condition. The root cause of the reported issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.